Event description:
Account reported an initial axsym b-hcg result of 19,328 mlu/ml. The result was questioned and upon repeat was 197,000 mlu/ml. There was no report of impact on pt mgmt. No further info was available on the pt.